Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/10/2025, it was reported by a sales representative via (B)(4). That an ar-9512 extractor handle, the bolt that attaches to the gig the bolt and jig cross threaded together and got stuck, broke the screwdriver because it was tight. Noticed during a case and swapped with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9512, extraction adapter handle, batch 37622422, was received for investigation. Visual inspection noted: no issues with the device's exterior. Threads were examined under the microvu to assess for damage; no issues were observed. Functional testing confirmed the device threaded as intended. Complaint allegation is not confirmed. Refer to the attached investigation photos.